Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, patient factors (heavy stj calcification) likely contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, prior to the transfemoral tavr procedure, heavy calcification in the sinotubular junction (stj) was noted. During the deployment of a 26mm sapien 3 valve, the commander delivery system balloon ruptured near the end of the valve inflation. The delivery system was removed through the esheath without issue. A second delivery system was prepared and used to post dilate the valve. Post dilation was performed with delivery system markers slightly lower than standard. No issues with the second delivery system were reported. The second delivery system and esheath were withdrawn without issue or injury to the patient. At the time of the report, the patient was in stable condition. It was perceived that the shoulder of the delivery system balloon hit the stj calcification, resulting in the rupture. The delivery system was discarded following the procedure. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided. Heavy stj calcification was reported.